Manufacturer narrative:
H3, h6: the real intelligence foot pedal rob10026, (B)(6) intended for use in treatment was returned for evaluation. A relationship between the reported event and the device was established. The reported problem was visually confirmed. There is a 1 inch gash in the outer insulation just below the footswitch side strain relief. A functional evaluation was performed. The reported problem was confirmed. The footpedal was connected and a mock case attempted. When flexing the cable over the damaged area the blue man would display on the console. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints concluded this was an isolated event. The most likely cause of this event was improper handling of the footswitch. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. Care and caution should be exercised during the surgical site setup and tear down to protect the device cable and from sharp objects or from situations that pin the cable between two objects. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.

Event description:
It was reported that, during a sawbones trial in a cori-lab, they got an immediate shutdown of the system (leaving "blue man" icon on console) (B)(4) when pressing the center pedal button of real intelligence foot pedal. Repeatable within uka app, but then noticed the that footpedal cable was shorn and wires were exposed through insulation. After a new non-damaged pedal was used, the problem went away. When restoring the pedal of issue, the problem did not happen until the opening in the insulation was manipulated/pressed. They though that it was potentially a short of a 24v line, which would likely lead to that sort of shutdown. Upon inspection of the logs, there was no indication of the problem, which is the current design. However, a damaged footpedal cable (a likely situation in the field) would lead to this effect (B)(4).